Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, the proximal femoral nail antirotation (pfna) was used for a femoral trochanteric fracture. The patients medullary cavity was narrow, and the surgeon tried to insert the nail by swinging the handle and inserting a guide pin, the surgeon continued to insert a blade, although there was an impression the guide pin seemed to be inserted by going over a little from the middle way of the blade. The tip of blade interfered with the nail and the blade could not be inserted. The surgeon still continued hammering; however, the tip of the blade touched the nail and could not be inserted. The blade was removed and replaced with new one. During the insertion of the new blade, the device connected with nail was loosened a little, so the surgeon tightened a connection part of the nail. Guide pin was replaced and then the surgery could finish without any problem. This report is on the pfna blade. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.